Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the device inspection result, it is possible that the signal could not be output from the c terminal due to disconnection or corrosion somewhere up to the c terminal of the sdi terminal on the ut board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the device has not been repaired in the past year. Abnormal noise from the device was not confirmed. The screws of the power supply unit and fan were missing. The heat sink on the motherboard was detached. The endoscopic image was not output from the c terminal of the sdi out terminal, due to a failure of the rear panel assembly. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the olympus china representative that abnormal noise was generated from inside the device, and there was no output from the c terminal, and the endoscopic image was not displayed. This device is an olympus asset and there was no report of patient injury associated with the event.